Event description:
During a remote follow-up, noise resulting in oversensing and low pacing impedance was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.